Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed , and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
A double lumen PICC was removed in the outpatient infusion center on (B)(6) 2019 due to leaking at the white end port where the extension line connects to the end hub. PICC was originally inserted on (B)(6) 2019.